Event description:
It was reported that metal shavings were coming out of the device while in use. The area was thoroughly irrigated and there was no indication that any of the shavings remained in the pt. There was no additional treatment given to the pt as a result of this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If additional info is received, a follow up report will be filed.